Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged lightheadedness, dizziness, dry mouth, dry nose, shortness of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged lightheadedness, dizziness, dry mouth, dry nose, shortness of breath. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found brown contamination found on top enclosure near back panel and blower box inlet, grey dust-like, hair-like and indeterminate contamination found on top enclosure near modem port and around front panel. The manufacturer also found white dust-like contamination found on blower, black contaminant at blower box outlet consistent with findings of keratin, brown and orange particles observed within blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 5 errors. The manufacturer concludes contaminants found were consistent with brown contamination on top enclosure near back panel and blower box inlet, grey dust-like, hair-like and indeterminate contamination on top enclosure near modem port and around front panel, also consistant white dust-like contamination on blower, black contaminant at blower box outlet consistent with findings of keratin, brown and orange particles within blower box.. The manufacturer concludes there was no evidence of sound abatement foam degradation.